Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button would intermittently become stuck. It was also reported that the customer under delivered a bolus for their meal and subsequently experienced an elevated blood glucose (bg) level above 300 (mg/dl). A bolus was delivered to address bg levels. During troubleshooting with tandem technical support, the wake button was cleared and the customer resumed insulin delivery.